Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows (taken (B)(6) 2009): (strip l/n 211583p) meter-inr: 3.4, lab-inr: 2.1. Meter-inr: 3.4, lab-inr: 2.2. On 23-jul-09 follow up from customer (verbal): (strip l/n 213037). Meter-inr: 2.6, lab-inr: unknown.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Strip l/n 211583p. Set: 1, inratio: 3.4, reference: 2.1, mean: 2.75, confidence-limits: 1.7-3.8. Set: 2, inratio: 3.4, reference: 2.2, mean: 2.80, confidence-limits: 1.8-4.2. (Set: 3, -------------- (customer utilized different strip lot 213037 and obtained 2.6 inr on inratio meter, but unknown inr lab result). The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. As of today, strip ln 211583p is expected to return.